Event description:
It was reported that during a colonoscopy under sedation, there was a leak inside the colonovideoscope making the polyps hard to see which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
The reported procedural delay of greater than 30 minutes does not classify as a serious injury as confirmation was received from the customer that the patient did not experience harm. This supplemental report is being submitted to provide additional information from the customer. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus an importer report no longer applies. Updated fields: b5, h2 and f10. Corrections to b1, b2.